Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the customer had high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer reported that every time he changes the site the customer¿s blood glucose level went high. The customer¿s current blood glucose level was 320 mg/dl. The customer had symptoms related to high blood glucose were headache and tired. The customer treated himself by bolusing. The drive support cap was normal. The insulin pump will not be returned for analysis.